Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd, multiple allergies, depression, anxiety, genital labial abscess, dysfunctional uterine bleeding, menses irregular with excessive bleeding and diabetes mellitus. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and complication of device insertion ("complication of device insertion"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea, menorrhagia, vaginal haemorrhage and complication of device insertion outcome was unknown. The reporter considered complication of device insertion, dysmenorrhoea, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: ablation done in 2019 and removal was on (B)(6) 2018. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; menorrhagia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jan-2021: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device-location of device: fundus'), dysmenorrhoea ('dysmenorrhea (cramping)'), menorrhagia ('menorrhagia') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd, multiple allergies, depression, anxiety, genital labial abscess, dysfunctional uterine bleeding, menses irregular with excessive bleeding, diabetes mellitus, hypertension, high cholesterol and adhd. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), ibuprofen, medroxyprogesterone acetate (depo provera) in (B)(6) 2013, methylphenidate, omeprazole, topiramate (topamax) and tramadol. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced device expulsion ("migration of essure device-location of device: uterus") and uterine polyp ("endometrial polyp"). In (B)(6) 2017, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and complication of device insertion ("complication of device insertion"). The patient was treated with surgery (ablation, d&c, essure removal and hysteroscopy and endometrial biopsy) and polypectomy. Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, dysmenorrhoea, menorrhagia, vaginal haemorrhage, device expulsion, uterine polyp and complication of device insertion outcome was unknown. The reporter considered complication of device insertion, device dislocation, device expulsion, dysmenorrhoea, menorrhagia, uterine polyp and vaginal haemorrhage to be related to essure. The reporter commented: ablation done in 2019 and removal was in (B)(6) 2018. Treatment received for abnormal bleeding (vaginal, menorrhagia), dysmenorrhea, migration of essure device, endometrial polyp. Only one coil was removed. Essure confirmation test not done. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in (B)(6) 2013: not provided. Ultrasound scan - on an unknown date: coil had moved into uterus. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record ; menorrhagia, dysmenorrhea quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2021: plaintiff fact sheet received: concomitant drug added. Due to imrdf/FDA codes follow-up marked significant. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd, multiple allergies, depression, anxiety, genital labial abscess, dysfunctional uterine bleeding, menses irregular with excessive bleeding and diabetes mellitus. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and complication of device insertion ("complication of device insertion"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea, menorrhagia, vaginal haemorrhage and complication of device insertion outcome was unknown. The reporter considered complication of device insertion, dysmenorrhoea, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: ablation done in 2019 and removal was in 2018 - (B)(6) . Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record ; menorrhagia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-dec-2020: pfs received events "bleeding (vaginal, menorrhagia), dysmenorrhea (cramping)" were added. Reporter information, patient aka name and medial history were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device-location of device:fundus'), dysmenorrhoea ('dysmenorrhea (cramping)'), menorrhagia ('menorrhagia') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd, multiple allergies, depression, anxiety, genital labial abscess, dysfunctional uterine bleeding, menses irregular with excessive bleeding, diabetes mellitus, hypertension, high cholesterol and adhd. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), ibuprofen, methylphenidate, omeprazole, topiramate (topamax) and tramadol. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced device expulsion ("migration of essure device-location of device:uterus") and uterine polyp ("endometrial polyp"). In (B)(6) 2017, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and complication of device insertion ("complication of device insertion"). The patient was treated with surgery (ablation, d&c, essure removal and hysteroscopy and endometrial biopsy) and polipectomy. Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, dysmenorrhoea, menorrhagia, vaginal haemorrhage, device expulsion, complication of device insertion and uterine polyp outcome was unknown. The reporter considered complication of device insertion, device dislocation, device expulsion, dysmenorrhoea, menorrhagia, uterine polyp and vaginal haemorrhage to be related to essure. The reporter commented: ablation done in 2019 and removal was in 2018 - oct. Treatment received for abnormal bleeding (vaginal, menorrhagia), dysmenorrhea, migration of essure device, endometrial polyp. Only one coil was removed. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in (B)(6) 2013: not provided. Ultrasound scan - on an unknown date: coil had moved into uterus. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record ; menorrhagia, dysmenorrhea quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2021: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device-location of device:fundus'), dysmenorrhoea ('dysmenorrhea (cramping)'), menorrhagia ('menorrhagia') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd, multiple allergies, depression, anxiety, genital labial abscess, dysfunctional uterine bleeding, menses irregular with excessive bleeding, diabetes mellitus, hypertension, high cholesterol and adhd. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), ibuprofen, methylphenidate, omeprazole, topiramate (topamax) and tramadol. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced device expulsion ("migration of essure device-location of device:uterus") and uterine polyp ("endometrial polyp"). In (B)(6) 2017, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and complication of device insertion ("complication of device insertion"). The patient was treated with surgery (ablation, ablation, d&c, essure removal and hysteroscopy and endometrial biopsy) and polipectomy. Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, device expulsion, dysmenorrhoea, menorrhagia, vaginal haemorrhage, complication of device insertion and uterine polyp outcome was unknown. The reporter considered complication of device insertion, device dislocation, device expulsion, dysmenorrhoea, menorrhagia, uterine polyp and vaginal haemorrhage to be related to essure. The reporter commented: ablation done in2019 and removal was in (B)(6) 2018. Treatment received for abnormal bleeding (vaginal, menorrhagia), dysmenorrhea, migration of essure device, endometrial polyp. Only one coil was removed. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in (B)(6) 2013: not provided. Ultrasound scan - on an unknown date: coil had moved into uterus. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record ; menorrhagia, dysmenorrhea quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 28-jan-2021: pfs received. Reporter information, patient medical history, lab data, concomitant drugs, event onset dates, rcc added. Events: migration of essure device location of device: uterus, fundus and endometrial polyp added. Surgery: ablation added for event menorrhagia. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2020: the case become serious incident.pif received: previously reported event injury to herself updated with medical device removal". Reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.